Event description:
The customer confirmed there were no error messaged observed as a result of the failure. The procedure was delayed to go get another scope. The condition of the patient was not impacted. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred because circuit board of the plug unit was damaged due to electric stress, physical stress, etc. However, the root cause of the suggest event could not be identified. The event can be detected by following the instructions for use which state: - chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was being prepared for use and the device relayed "black screen or staticy rainbow screen" . The scheduled diagnostic bronchoscopy procedure was completed with a similar device. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed. Device evaluation found the image is static/flickering due to a faulty /defective plug unit. Visual examination showed the following issues: the distal end cover showed scratches; and the light guide lens showed scratches. Functional testing determined the device's scope connector had a defective plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.